Manufacturer narrative:
(B)(4). Corrected data: section e1 - country: corrected to japan. Section g1 - contact person: (B)(6) updated to (B)(6). Section h11: method: the subject rt265 infant dual-heated evaqua2 breathing circuit was received at fisher & paykel healthcare (f&p) in new zealand for evaluation. Results: visual inspection found no visible damage to the breathing circuit. However, leak testing confirmed a leakage at the connection between the elbow connector and the expiratory tubing. Further inspection identified damage to the elbow connector which is likely to be the cause of the leak. Conclusion: the reported leak was confirmed, and likely to be due to damage to the elbow connector. All rt265 infant dual-heated evaqua2 breathing circuits are visually inspected, and pressure and flow tested during production, and those that fail are rejected. The user instructions that accompany the rt265 infant dual-heated evaqua2 breathing circuit also state the following: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Check all connections are tight before use. Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient.

Event description:
A distributor reported on behalf of a healthcare facility in japan that a rt265 infant dual-heated evaqua2 breathing circuit failed the ventilator leak test before use. There was no patient involvement.

Event description:
A distributor reported on behalf of a healthcare facility in japan that a rt265 infant dual-heated evaqua2 breathing circuit failed the ventilator leak test before use. There was no patient involvement.

Manufacturer narrative:
(B)(4). The subject rt265 infant dual-heated evaqua2 breathing circuit is currently en route to nz for evaluation. We will provide a follow up report upon completion of our investigation.